Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Could hardly walk [gait disturbance]. Leg "blew up [oedema peripheral]. Right knee drained [joint effusion]. Case description: a spontaneous report was received on (B)(6) 2011 from a (B)(6) year old female pt with a history of osteoarthritis of the right knee, initials (B)(6), who reported that her right leg 'blew up", and she could hardly walk, and had to have her knee drained after starting synvisc. The pt was hospitalized for three days. The pt reported the following. She received only the first injection of the three series synvisc in her right knee on (B)(6) 2010. In two days following the injection, the pt could hardly walk and her leg "blew up". The pt had her right knee drained and spent three days at the hospital. At the time of this report, no other info was available regarding the patient's outcome. Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report.